Event description:
During the coil embolization within the cavenous carotid fistula, when this dcs orbit coil was taken out of its box, it was noticed that the product was broken in 2 pieces.

Manufacturer narrative:
There are no identified pt or procedural factors contributing to the report of the stainless steel delivery tube being broken in 2 pieces when taken out of the package. The actual product was rec'd broken in 2 parts. The delivery tube had several kinks especially near the fracture. It appeared to have a kink before it was broken. The inner and outer diameter of the hypotube, adjacent to the fracture, were found within specification. Cause of the kinked and broken unit could not be conclusively determined. Mfg records for involved lot and subassemblies were reviewed and results indicate that product met quality requirements for product acceptance. Please note that this complaint is being reported 303 days late due to the fact that the event did not meet the criteria as a reportable event under the medical device reporting guidelines. However, our reporting practices have changed, as pre-use failures were designated to severity scores of moderate or higher. Therefore, this event is being reported under MDR as a malfunction accordingly. This is the second of 2 products involved with this event which is associated with mfg report # 1058196-2005-00367 and 1058196-2005-00137.